Event description:
Reportable based on device analysis completed on 30jan2019. It was reported that there were noisy electrograms on the catheter. During an ablation procedure with a blazer prime xp, at the his beam, there was a probe fault on channels 1 and 2 causing the change of the device. The procedure was completed via an alternative method. There was no consequence for the patient. However, device analysis revealed that ring 1 and ring 2 seals were compromised and broken adhesive was observed in both rings. The device was returned for analysis. Visual inspection failed due to the kink in the shaft and the broken adhesive. Analysis of returned product revealed excess of adhesive distally torque hole which caused electrical issues due to wires broken; consequently, confirming the reported complaint. Moreover, continuity test failed due to the intermittent high ohms values due to electrical opens found in ring 1 and ring 2.